Event description:
A customer reported an issue with a cartridge not fully snapping into a pump, accompanied by a cartridge change error. There was no adverse impact to the customer¿s blood glucose level as no related information was provided. Technical support guided the customer to inspect the pump, remove an o-ring from the pneumatic tap, and clean the area. Despite initially being unable to reload the cartridge due to disposal, the customer managed to snap a new cartridge into place successfully and declined further assistance.